Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose level. Blood glucose level range was 600 to 30 mg/dl. Insulin pump had no delivery alarm. Customer did not provided any information about the symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. Troubleshooting was declined. The insulin pump will be returned for analysis. Frn-332a-rsvr, unomed set.